Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) showed early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. Concomitant products: 5071-35 lead, implanted: (B)(6) 2011; a 407645 lead, implanted: (B)(6) 2010. (B)(4).